Event description:
The facility representative reported a pump in which the device shut down in mid-procedure. This was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
The customer reported device shut down mid-procedure was not confirmed during evaluation. The device was tested at all settings and finished all test infusions. The device was returned to the customer. (B) (4)